Event description:
It was reported that during cleaning and sterilization, the customer noted a broken wire on the wheel between the tips of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a frayed grip cable located at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was distal pulley damage. The instrument exhibited mechanical indentations at the edge of the distal pulley with visible scratch marks on the surface. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.